Event description:
Referring to voluntary medwatch report, the schanz pin broke off during knee surgery.

Manufacturer narrative:
The medwatch report was sent to FDA who forwarded it to the distributor of the true schanz pins manufactured by treu insturments gmbh. The schanz pin is used in combination with the ci navigation system. Based on information provided by lab and corresponding investigation, the conclusion is that the problem was caused by user error since the user confirmed that the schanz pins were reused until this specific pin broke (although the labeling of the schanz screw manufactured by treu states single use).